Event description:
It was reported that during device preparation and prior to use in the anatomy, the proximal end of the guide wire was being inserted into the tip of the 2.75 x 33 mm xience xpedition stent delivery system (sds) and a white foreign material/substance was noted coming from the sds tip as if the material was displaced when the guide wire was inserted. There was no patient interaction. The xience xpedition sds was not used in the procedure. A second sds was used without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foreign material (crystallized contrast) on the device was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for foreign material on device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.